Manufacturer narrative:
Date of event: the event occurred ¿last week¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection point of a one-link catheter extension set and an angiocath 22 gauge (non-baxter) was leaking. This was observed during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.